Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful, and air was noted in the line. Per reporter residual volume was: 64.5 ml, rate 2.0 ml. And 26.5 ml was given. No adverse patient effects were reported. No additional information is available at this time.